Manufacturer narrative:
Manufacturer report 2938836-2017-30802 should not have been reported as a medical device report (MDR) as this product has not been approved by the FDA and is part of investigation device exemption (ide). The device was returned from the field for evaluation. Pacing and high voltage lead impedance testing revealed no anomalies. The impedance anomaly observed in the field was not reproducible and the cause of the field event was undetermined.

Event description:
During a non-abbot device replacement procedure for normal eri, the abbott device was connected to the original leads and the high voltage impedance was high. The device was replaced to resolve the event and the procedure was completed successfully. The patient was stable following the procedure.